Event description:
Additional information: the health care provider reported the intention when the pump was re-programmed was to add two boluses by re -distributing the total daily dose. The patient became lethargic 5-6 hours after her pump was reprogrammed, and was found unresponsive the following morning. The patient's family called 911 and the patient was taken to an emergency room. Narcan was administered without effect, and the patient was intubated. A magnet was applied to the pump site and stopped drug delivery after the patient had been receiving the wrong dose for a total duration of 18 hours. The patient was in a coma for two days. When the patient woke up, the patient was so agitated and psychotic from the effect of baclofen, that she was put in an induced coma for three more days. The patient also had a history of obstructive pneumonia and required a bronchoscopy. The patient was hospitalized for 7 or 8 days after the event and continued to recover at home.

Event description:
Additional information: it was later reported the managing hcp spoke to the patient on (B)(6) 2012; the patient was "alive and well" and had not expired as previously reported. The device remained implanted in the patient. With regard to the medication overdose event, the severity was reported as severe. It was added that the patient experienced decreased mental status. On (B)(6) 2012 the session data report when examined showed that pump contained dilaudid 500 mcg/ml and baclofen 500 mcg/ml with flex programming, daily dose 3,128.36 mcg/day for each drug. A magnet was placed over the pump and the pump hourly rate was decreased. The magnet was removed from the pump. The patient outcome was reported as resolved without sequelae. Pump settings as of (B)(6) 2012: dilaudid and baclofen (compounded) 500 mcg/ml in simple continuous dosing at 114.9 mcg/day for both drugs; pump increase 13% to 130.17 mcg/day both drugs.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient had expired as a result of a medication overdose. A pump refill/programming occurred on (B)(6) 2011. It was later reported that in flex mode, when the pump was reprogrammed, the clinician programmer defaulted to dose per hour versus dose per day. After reprogramming the pump, the nurse practitioner programmed the dose per day versus the dose per hour and the patient experienced an overdose. Drug delivered via the device was baclofen 500mcg/ml at a daily dose of 130.17 mcg and dilaudid 500mcg/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All previously reported patient, device, and conclusion codes have been updated in this report. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; pouch model: 8590-1, lot# n250350, implanted: (B)(6) 2010, explanted: unk; physician programmer model: 8840, serial# unk. (B)(4).